Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number r40n06, and no non-conformances were identified.

Event description:
It was reported during a lap cholecystectomy last week (B)(6) 2019, when the surgeon was applying the clip, the clip was not staying on [not holding the tissue.] It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient reported.